Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and replaced the epm module, calibrated and verified the performance of the ventilator. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the customer was unable to calibrate the wye flow sensor on the avea ventilator due to a leak in the epm module. The customer advised there was no patient involvement associated with this event.